Manufacturer narrative:
The company rep examined the system and no problems were found. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 related report for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol 7, no 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause could not be determined. (B)(4).

Event description:
A customer reported a pt experienced a corneal burn during a cataract procedure. Additional information has been requested.